Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. The cause and outcome of the peritonitis were unknown. On the same day as onset, the patient began treatment for the peritonitis with injection metrogyl, 500 mg, 5 days (route not reported), injection meropenem, 500 mg, 5 days (route not reported) and injection vancomycin, 1 gram, intravenously, once every four days. At the time of this report, the antibiotic treatments were ongoing. One day prior to the peritonitis onset, pd therapy was discontinued. No additional information is available.